Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: ¿pump not primed¿ and ¿no cartridge detected¿ warnings were observed in the black box history, force readings did not reach zero. During investigation, the pump failed to recognize the cartridge during the load step. Force sensor calibration test revealed sensor was not detecting correct force at 5 pounds. The resistance on the force sensor measured out of specifications at 372k. The pump was opened and contamination was found on the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.